Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open anastomosis of a vessel procedure using a normal technique, the suture thread broke. Another suture was used to complete the case. There was no patient injury.